Manufacturer narrative:
No button error alarms noted. Unit had no button response due to corroded keypad traces.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.